Manufacturer narrative:
The investigation into the saturation flow issue has been completed. The pump was returned for evaluation. Upon evaluation of the pump, it was noted that there were small amounts of biomaterial. The data logs show that there is saturated flow present after there¿s a spike in motor current. The flow fluctuates with no change in p-level, and temporarily resolves. The root cause of the saturated flow is most likely due to biomaterial. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 62 year old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a flow saturation issue with the device. The pump was repositioned and there was temporary resolution of flow saturation. The pump was ultimately removed. There was no patient harm reported.